Manufacturer narrative:
(B)(4). M52251. Sled movement. The analysis results showed that two ecr60g cartridge reloads were received. Cartridge ecr60g, m52251 was received partially fired 1/16. It is possible that while loading the reloads, the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reloads were reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a lobectomy procedure, the device has failed stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that two ecr60g cartridge reloads were received. Cartridge ecr60g, (B)(4) was received partially fired 1/16. It is possible that while loading the reloads, the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reloads were reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a lobectomy procedure, the device has failed stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.